Manufacturer narrative:
Preliminary device analysis results were not available at the time of this report. A follow-up report will be sent when product evaluation results are available.

Event description:
The pt reported that they were no longer able to use the ins system after bending over during a muscle spasm felt in their right leg; an x-ray analysis at follow-up revealed the lead had come undone and was not sutured down. A humming (physical) sensation was felt after the system was turned off. During surgical revision, the titan anchor was found separated into two pieces and the lead had moved and was pulled back from the original implant position. The titanium cylinder and plastic insulation materials were both split in half sliding along the lead wire. The product was returned to the manufacturer for analysis.